Event description:
The remb sag saw was sent for evaluation due to overheating during a procedure. The procedure was completed with the same device with no delay. No adverse was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.